Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after reprogramming the implantable pulse generator (ipg) the post ventricular atrial refractory period (pvarp), search av ¿off¿ and increasing the upper tracking rate, the patient experienced presyncope. The technician was advised to program the rate adaptive av (raav) to ¿on¿. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.